Event description:
Reporter stated that pt obtained results of 75 mg/dl, 154 mg/dl, and 85 mg/dl, within 10 minutes, on the aviva system. No adverse event related to the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).